Event description:
It was reported that the patient failed to recharge the ipg for years. Ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with the rechargeable ipg. Therapy was restored post-procedure.